Manufacturer narrative:
Patient presented for light adjustment with a marked change in visual acuity (previously bcva was 20/15, after reported change 20/30) in the right eye. The surgeon, suspecting premature photopolymerization of the lens, explanted the lens. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned for evaluation. Inspection of the returned lens confirmed the presence of a zone in the center of the lens which is indicative of premature photopolymerization of the lens.

Event description:
Patient presented for light adjustment with a marked change in visual acuity (previously bcva was 20/15, after reported change 20/30) in the right eye. The surgeon, suspecting premature photopolymerization of the lens, explanted the lens.